Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that white the patient was at home, his wife reported that he was confused and his urine was black. He was flown and admitted into the hospital. An echo was taken which showed low inflow velocity 0.4, and aortic valve opening with every beat. It was noted that the lvad numbers did not change event when patient was on full flow bypass. During the surgeon's examination, a small thrombus was seen on the impeller through the inflow stator. The impeller was also hard to spin around when the pump was out and the surgeon suspected the entire mechanism was affected. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.